Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient experienced syncope, fell and developed a sub dural hematoma. Right ventricular noise was observed and a lead fracture was suspected. The lead was replaced on 06/29/2012. No further information could be obtained.